Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the upper panel which corrected the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic door on the upper panel. There was no patient involvement, and no adverse event reported.